Manufacturer narrative:
(B)(4). Batch # m5558c. Additional batch numbers for lot m4j426: batch #: m5575j; manufactured date: 09/09/2015; product exp. Date: 08/09/2020. Batch #: m55a28; manufactured date: 09/17/2015; product exp. Date: 08/17/2020. Additional information was requested and the following was obtained: what type of procedure was the device used in? No information. Please describe the damage to the device. No information. Did the device break into pieces? No information. Did the device work as intended despite the damage? Yes. If no, please describe how device did not work as intended. Na. Will all pieces be returned with the device? No information. If no, were they discarded? No information. The analysis results confirmed that the pxw35 instrument was returned nonfunctional. It was noted that the head housing door was detached. Further analysis showed that the cap retainer spring was not properly assembled. No functional test was performed due the condition of the device. While no conclusion could be reached on what caused the returned device to become damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the device was damaged inside the sealed package. However, the device was used as-is to complete the case. No pieces fell into the patient. There were no adverse consequences to the patient.